Event description:
It was reported that a physician trained in the use of the device successfully performed pre-closure placement of the prostar xl sutures in the arteriotomy site prior to an unspecified interventional procedure. It was initially reported that, "it was extremely difficult to forward the prostar xl over the guide wire even though the device was used successfully." Additional information received indicates that after suture placement the physician reported, "the guide wire couldn't be replaced" in the device. "The well experienced physician had to thread the backside of a .035inch wire into the guide wire exit port" to replace the prostar xl with the procedural sheath to continue with the planned interventional procedure. At the conclusion of the interventional procedure, the pre-placed sutures were successfully used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.